Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Caller reported a leak in the cartridge of the pump. Caller stated he was filling the cartridge and the leak was from the plunger. No adverse event reported. Cartridge has been discarded. No product return was requested.